Event description:
We had three spectra optia apheresis system set ups malfunction and needed replaced. I contacted spectra on [date redacted] the tubing cracked inside centrifuge and sprayed blood inside machine. Spectra stated a tech would come out to clean machine and they would compensate our facility for the faulty equipment. Since then, we had another set up fail lot number 2503103341 red 12220 expire 2027-03-01 and a third set up lot number 2502183141 ref 12220 expires 2027-02-01. These last two failures were caught during set up.